Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental will be filed.

Event description:
It was reported that the 3-spring evacuator attached to the pt's drain would not suction. The pt had to go to the ER for a new evacuation to be placed. No pt injury was reported.